Manufacturer narrative:
No RMA has been initiated for this issue. Model m61, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1125085 rev j was issued with this device. The owner's manual is also found on-line at invacare.com. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. End user states, arm rest on left side is splitting. Has gotten worse over time. End user states his invoice reads (B)(6) 2012.

Event description:
End user states, arm rest on left side is splitting. Has gotten worse over time. End user states his invoice reads (B)(6) 2012.